Event description:
The user facility reported that following device removal of the guidepost after percutaneous coronary intervention (pci), it was noted that the valve on the 6fr glidesheath was stuck open, resulting in arterial blood being observed at the end of the sheath where the valve is located. Manual pressure and a tr band were applied, and the hematoma was expressed.

Manufacturer narrative:
A2: date of birth: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide medwatch attachment and completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for fluid issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is off-center insertion of the dilator damaged the valve, leading to the blood leakage. The glidesheath IFU was reviewed, and it states: "caution: insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).